Event description:
Sales rep reported that he had been made aware of a revision surgery of an accolade stem.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. An event regarding revision surgery involving an v40 metal head was reported. The reason for the revision surgery was not confirmed. Method & results: device evaluation and results:damage consistent with the explantation process was observed on the distal side of the head. Images were taken of the inner taper of the head where debris was observed and collected on a pin mount. Damage present on the surface of the taper is consistent with interaction between the head and trunnion. Eds showed the head was consistent with astm f1537 and the debris on the interior taper was consistent with an oxide, a corrosion process, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: damage consistent with the explantation process was observed on the distal side of the head. Images were taken of the inner taper of the head where debris was observed and collected on a pin mount. Damage present on the surface of the taper is consistent with interaction between the head and trunnion. Eds showed the head was consistent with astm f1537 and the debris on the interior taper was consistent with an oxide, a corrosion process, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Additional information including reason for revision, operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported that he had been made aware of a revision surgery of an accolade stem.